Event description:
During idet procedure the unit shut down and did not come back up. The case was cancelled and has been rescheduled but the date is unk. Customer indicated that midway through the procedure they couldn't get the machine to start back up and wrapped up the case at that point.

Manufacturer narrative:
Could not duplicate complaint. No problem found.